Manufacturer narrative:
Device not accessible for testing: (B)(4) at this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. Not returned to manufacturer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unexpectedly shut down while disconnected from main power. The unit was swapped out with another to continue therapy. No patient harm, serious injury or adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
Corrected fields: h3 h3 other text : customer did not request service.